Event description:
Boston scientific received information that this right ventricular (rv) lead presented with noise that was oversensed and resulted in the delivery of inappropriate shocks. The physician suspected either a lead fracture or an insulation breach. A revision was performed and the rv lead was explanted and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Although it was our understanding that the lead was to be returned for laboratory analysis, as of today, it has not been received at our post market quality assurance laboratory. Attempts to find out if the lead will be returned have been unsuccessful to date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report will be submitted should further information be provided.

Manufacturer narrative:
This report will be updated upon return and completion of analysis.